Event description:
It was reported that after prepping a 4.0mmx120mmx150cm armada 14 balloon dilatation catheter (bdc) without submerging it in heparinized saline, armada 14 bdc was advanced without resistance to a heavily calcified, 99% stenosed, de novo lesion in the moderately tortuous popliteal artery. During inflation, the armada 14 balloon ruptured at 18 atmospheres. The armada 14 bdc was withdrawn from the anatomy without resistance. Reportedly, contrast injected at the lesion revealed a flow-limiting dissection. An unspecified stent was placed to treat a flow limiting dissection, successfully covering the dissection and restoring flow. Dilatation was considered completed and the resulting post-procedure stenosis was 5%. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the armada 14 percutaneous transluminal angioplasty catheter (ptac) instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. Based on the reviewed information, no product deficiency was identified.